Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28, lot# va1bgku, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted in (B)(6) 2017 and the implanted neurostimulator (ins) stopped working in late 2017. This was a device malfunction as the device was not doing what it was supposed to do. The ins and lead were explanted in (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the healthcare provider (hcp) was unable to determine the cause of the ins malfunction. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they followed up with the physician where it was reported that the patient was explanted without a representative present at the case. The physician reviewed the operation notes which stated that the battery was explanted due to the patient needing an MRI for back pain.